Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. A review of the device history record for aa4237r08 was reviewed and the product was produced according to product specification. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred(B)(4).

Event description:
It was reported that several hours following placement, one of the safe-t-pexy buttons fell off. The surgery was alleged to have been normal, no peculiarities, and stoma care recommendations were followed. No further intervention was required for the patient.